Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient with bradycardia presented in the emergency room. Upon interrogation, the implantable cardioverter defibrillator exhibited non-sustained oversensing episodes and the device also lost the ventricular capture. The device was reprogrammed to resolve the issue and the patient was stable.